Event description:
The facility representative reported that the tubing of an a flo-link IV access device broke and stuck in the blue cap when the customer attempted to disconnect the blue cap from the tubing. It is unknown when or at what point in the process the reported condition occured. No patient injury or medical intervention has been reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). A customer sent in one actual sample for evaluation purposes related to separated condition. The unit was visually inspected and there was a flolink piece of plastic inside it. It is unknown what may have caused this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided.